Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving the button error alarm, the motor error alarm and the no delivery alarm on the insulin pump. The customer's blood glucose was 288 mg/dl. The customer stated that he had not eaten anything. Troubleshooting was done. The customer stated that the no delivery alarm occurred after bolusing. The customer stated that he was able to complete the rewind sequence. Advised that the insulin pump needed to be replaced. Advised customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. Informed that a replacement insulin pump would be sent. The customer later mentioned that he was hospitalized in (B)(6) 2014 for a week due to high blood glucose. The customer's blood glucose was 700 mg/dl to 800 mg/dl. The customer was almost in a coma. Nothing further reported.